Event description:
Maxilla plate broke in two locations and will be removed.

Manufacturer narrative:
Investigation ongoing. Device evaluated by MFR: device still in patient.

Manufacturer narrative:
Investigation ongoing. Device evaluated by MFR: device still in patient.

Event description:
Maxilla plate broke in two locations and will be removed.

Manufacturer narrative:
Patient condition required big advancement of the maxilla and he was grinding his teeth at night, placing additional forces on the plate. H3: plate cannot be located at the hospital.